Manufacturer narrative:
Although no sample will be returned for evaluation, the investigation into this event is still being conducted. Upon completion of the investigation, a supplemental medwatch will be submitted. ((B)(4)). Device discarded by end user.

Event description:
Exodus drainage catheter placed on (B)(6) 2017 for fluid collection in the right gluteal. Hub of catheter cracked while patient was at home, requiring catheter to be removed and replaced on (B)(6) 2017. No complications or serious injury to patient was reported.

Manufacturer narrative:
A review of the device history records (DHR) was performed for the reported packaging lot (0000045454) for item number (B)(4) for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(6) 2017 angiodynamics complaint report was reviewed for the drainage catheter product family and the failure mode, "hub cracked." No adverse trend was identified. The end user's reported complaint of cracks at or the near the hub cannot be confirmed since no product was returned for evaluation. Angiodynamics purchases the drainage catheters from (B)(6) medical. They were sent a supplier corrective action request (scar) for a review of their manufacturing records. The DHR investigation revealed no deviation of the device specifications. (B)(4). Device not returned to manufacturer.